Event description:
Tip cover accessory on the da vinci monopolar curved scissors #63063 developed a small tear on the side. Tip cover removed and replaced. No patient harm or injury. The tip functions to prevent arcing of the electrical cautery.